Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Receiver failed manual and auto tests. During manual testing, intermittent stimulation was noted. It is thought, the hybrid component had failed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with scs system including a neurostimulator receiver on (B) (6) 2004. The pt reportedly experienced overstimulation due to the receiver. A new transmitter and antenna were sent to try to resolve the issue without success. It was reported that reprogramming was done in an attempt to alleviate the reported overstimulation without success. The receiver was replaced with a totally implantable pulse generator (ipg) on (B) (6) 2008. No additional events have been reported since replacement. The explanted receiver was returned to ans for analysis.